Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009, the patient presented with midline anterior mesh erosion on (B)(6) 2009, and underwent surgery (date unknown) to excise the vaginal mesh erosion. A tvt-o sling was also involved (specifics unknown). Reportedly, the patient's erosion was resolved by (B)(6) 2009, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).